Manufacturer narrative:
Date sent: 07/10/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy, the tissue pad fell off of the device. The customer stated that the tissue pad could not be located. A second device was used to complete case. Add'l info requested, but not yet received, regarding if the tissue pad was located and removed and pt info.